Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the total shoulder arthoplasty procedure, the glenoid impactor came apart. No delay to the surgery or patient impact was noted. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received the complaint cannot be confirmed as the device was not returned. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.